Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed open, bleeding blisters from the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient reports that their daughter is an rn and recommended a salve and triple antibiotic ointment. The patient's physician advised the patient to temporarily remove the device and use neosporin for the skin irritation. Outcome of the skin irritation is unknown.